Event description:
It was reported that the patient was feeling like raw meat being tenderized. Specifically, the patient was having increased swelling on her back, right side, and along her spine. Additionally, she was experiencing numbness and coldness in her right pinky and ring fingers. The patient also was experiencing tingling that went up her arm into the elbow and up the right shoulder near her bra strap. It was stated that the patient's most recent refill was twelve days prior to report and the next one was about three weeks away. There were no known falls or trauma related to the event. Six days later, it was reported that the patient had visited the hospital, one day prior to the initial report, for pain at the catheter site and down the right side of her spine. The pain had started that same day, but had been getting progressively worse. Normally, the patient's pain would go down the right side of her back going down into the lower area, but the pain at the catheter site was new. It was noted that the patient's physician had run a cat scan with dye, as well as two x-rays. The physician believed the event was caused by a "calcification." However, a different physician found no sign of a calcification, but found that there was a hematoma at the tip of the patient's catheter. At the time of report, the patient was taking oral dilaudid and gabapentin as the patient's physician wouldn't increase her medications. Neither medication helped the patient. Later that day, it was stated that it was unknown whether the pump was working; however, the patient's pain was "over-the-top excruciating." It was to the point that she couldn't walk anymore due to the pain in her hips and feet. The pain was so debilitating that the patient couldn't do anything besides go to the bathroom. It was also noted that the patient had always had swelling on both sides of her back because of previous surgeries and spinal fluid leaks. It was reported that the patient was in the hospital for two days, but also had an appointment with her physician on the following friday. The drugs used in this system were bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).